Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that when the exams were loaded into two different system, one with updated settings and another system without the updated and both systems loaded with inverted images and block models.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that intra-operatively, while loading a patient exam, a manufacturer representative reported that the images were coming across inverted: the bone was black, and the soft tissue was white. Technical services (ts) advised the representative how to update the scannermask setting and the settings were updated. The representative attempted to load the exam again and the images were still inverted. They were able to successfully load the exam onto a different imaging system without issue. Surgery was completed without the use of the navigation system. Surgery was delayed by less than one hour and there was no reported patient impact.